Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 526 mg/dl. Elevated blood glucose was addressed with a supply change. The customer resolved the issue prior to calling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.